Event description:
It was reported that there was a discrepancy between the displayed and actual time on the pump, exceeding five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous readings did not exceed 500 mg/dl or fall below 54 mg/dl. Technical support assisted the customer in updating the pump time and advised monitoring the issue, with the customer understanding and acknowledging the instructions.